Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation of the taper between adapter and sleeve due to a fall. The loosening of the taper caused the distal femur to malrotate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Review of provided patient x-rays confirmed reported mal-rotated femoral and disassociation of the adapter and sleeve. Review of the device history records did not reveal any manufacturing deviations or anomalies. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The investigation could not draw any conclusions about the root cause of the implant disassociation and rotation; however, the initial reporting stated patient trauma (fall) was a contributing factor. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.